Event description:
It was reported that the patient's right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was dislodgment. Final analysis found that as received, a complete lead was returned for analysis with its helix fully extended and within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.